Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and damage on the insulin pump. Customer's blood glucose level was 600 mg/dl. Customer treated their high blood glucose levels via insulin pump. Troubleshooting was performed. Customer advised their blood glucose levels will be normal and then go up again. Customer advised display screen was cracked and the battery cap was damaged. Customer declined to troubleshoot for high blood glucose levels. The insulin pump will not be returned for analysis.